Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was calibrated via echocardiogram on (B)(6) 2018 wherein the mean was increased by 27.3 mmhg. Reportedly the patient was taking approved readings following a procedure.